Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer reverted to an alternate method of insulin therapy.